Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that abutment screw broken in tooth location #7. Possible due to loose abutments discovered after final restoration.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed that the internal drive feature contained the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i low profile abutments, it is recommended to torque at 20ncm. A singular cause cannot be determined.

Event description:
It was reported that abutment screw broken in tooth location #7. Possible due to loose abutments discovered after final restoration. The abutment screw could not be removed from the implant. Therefore, the implant was removed and replaced.